Event description:
It was reported that during a total knee arthroplasty procedure, that the blade broke at the mount. It was also reported that the broken pieces were removed from the surgical site. X-rays taken confirmed no pieces were left behind in the pt. It was further reported that another blade was readily available and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this MDR has not yet been returned to MFR for eval. Lot number info has not been provided to permit further investigation. The root cause is multi-factorial.